Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there were acu watchdog and primary audible alarm background test alarms in the history. The power up process was conducted and the reported issue was unable to be duplicated. Acu watchdog is a sympathy alarm, sympathizing the primary audible alarm background test. An occlusion test was also performed to verify the primary audible alarm background test, but it was unable to be duplicated. The cause of the reported issue was unable to be determined since no physical or any damage was found on the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no patient involvement.